Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure the initial approach for the index surgical procedure in 2011? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh erosion/exposure first noted by a physician? Are any medical/surgical interventions for mesh erosion/exposure planned or performed? Please include dates and surgical findings. Product code and lot number? If applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event (mesh erosion and frequent urination)? Was any deficiency or anomaly of the mesh observed? If yes, please describe it. What is the patient's current status?

Event description:
It was reported that the patient underwent a surgical procedure for recurrent genital prolapse in 2011 and the mesh was implanted. After a pelvic examination a mesh erosion was found at the top of the vagina, an area of about 3 square cm. The patient does not have pain in vagina, no coitus, or flour vaginalis. The patient has during the day frequent urination. Currently, it was reported that the patient is functioning well today. Additional information has been requested.